Event description:
It was reported that the physician decided to revise the patient's percutaneous leads with a surgical lead to increase the stimulation area. In 2009, the surgeon removed the percutaneous leads. A laminectomy was performed at approximately t10. A lead blank was placed into the space to confirm the size and then removed. The surgeon started to open the space further. Approximately 15-20 minutes later, the technician operating the neuro-monitoring equipment said the patient lost the electro-physiologic signal for both legs. The surgical lead was never placed. The procedure was aborted. In the recovery room, the patient had no feeling or movement in either leg. It was reported that a week after surgery, the patient had no feeling from their thighs down, could not move their legs, but was able to wiggle their toes.

Manufacturer narrative:
Evaluation: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.